Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The returned product was inspected and the kink of the sheath was confirmed. No additional information was provided. The pump serial number was not provided. The root cause of the introducer damage - mechanical was a sheath kink as evidenced by returned product analysis.

Manufacturer narrative:
The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. D.1 brand name and d.4 model number is partially known d.4 catalog number, lot number are unknown d.6a and d.6b implant and explant dates are unknown.

Event description:
The complainant reported that while attempting to insert a sheath for impella implant, the distal end of the sheath kinked. The implant was unsuccessful with no resulting harm to the patient.